Event description:
Seven questionably defective hip implants were returned to intermedics. The surgeon was unable to properly fit. This is a very experienced md. Also, a few days prior (9-3-97) rptr also returned 2 other implants because the inner package was compromised and the 2 outer ones were intact. Then on 10/1/97, two knee implants were rejected because of black spots or debris. Again, inner package damage was noted.